Manufacturer narrative:
Patient weight not available from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information that, while in a laser ablation procedure, the trajectory view would rotate and move without prompt from the user. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.